Event description:
It was reported that the patients ipg resets while charging which was confirmed in the database logs.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg resets while charging which was confirmed in the database logs. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients ipg resets while charging which was confirmed in the database logs. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn (B)(6)). The returned ipg was analyzed and with all the available information, boston scientific concludes the reported event was confirmed. Upon analyzing the ipgs data log, it was discovered that ble. Cpp faults occur during the charging process, which causes a system reset. The interactions of the chargers charge field induce noise on the submodule of the bluetooth communication chipset and cause internal resets for the bluetooth communication chipset which in turn can cause a system reset. If system reset occurs, it will cause the stimulation to turn off and turn back on. The user could perceive the sudden change in stimulation status as a feeling of overstimulation sensation.